Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the fenestrated bipolar forceps instrument cable was noted to be loose. The customer couldn't take the instrument out and they had to take the port out to take the instrument. Intuitive surgical, inc. (Isi) obtained the following additional information regarding this event: the instrument was inspected prior to use and there was no damage to the instrument. The instrument and cannula were removed together because the wrist could not be straightened due to physical damage. The port incision was not increased in order to remove instrument and cannula together. The procedure was completed robotically. No fragment fell into the patient's anatomy. The instrument did not collide with another instrument during the procedure. No picture or video recording were available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found to have a broken conductor wire. The conductor wire was broken inside the main tube. The instrument failed the electrical continuity test. No signs of thermal or insulation damage was observed. Additional observation not reported by site: the instrument was found to have the main tube broken. A piece measuring proximately 3mm x 2mm was not returned with the instrument.